Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a broken door latch roller. Additional information is not available.

Manufacturer narrative:
Complaint no: (B)(4). The flogard infusion pump was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection and functional testing were performed. During the visual inspection it was identified that the latch roller was damaged. The cause of the damage is unknown. The latch roller was replaced; the pump was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.